Manufacturer narrative:
Applied medical has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "lap appendectomy" event description: "the or team reports that a piece of what looks like a glove came out into the patient's belly when it was deployed. The team checked all their gloves and reported no noted holes in their gloves. Surgeon was [doctor]." Additional information was received via email from account manager on wednesday, (B)(6) 2018: "I have sent product back. I have no updates. I was told that the product and the material were there to be sent back." Type of intervention: na patient status: "no patient injury".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation with a foreign white fragment. The tissue bag and bead were missing from the event unit. Engineering performed testing on the fragment and confirmed that the fragment was from a glove that is used during manufacturing. It is likely that the glove was caught by the mandrel during the bag rolling process, which resulted in a piece that was rolled into the tissue bag. The probability and criticality of harm resulting from this type of event has been evaluated and found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.